Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1-initial reporter address 1: (B)(6).

Event description:
It was reported that a sheath break occurred. The patient underwent a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr was selected for use. Upon preparation, it was noted that the sheath sleeve was broken. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 -(B)(6). D4-lot number: corrected. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that at 19.9cm distal from the strain relief, the sheath was torn. Blood was present in the sheath due to the damage present. Microscope inspection revealed no further damage or irregularities. Media provided photos which depicted a torn sheath, confirming the reported events and aligns to the damage found in device analysis.

Event description:
It was reported that a sheath break occurred. The patient underwent a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr was selected for use. Upon preparation, it was noted that the sheath sleeve was broken. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.